Event description:
It was reported that the patient had controller clock not set alarms and that several no external power alarms were noted. Both periodic and event log files captured controller clock corrupt events. The clock was shown to be reset on (B)(6) 2022. No external power events recorded at (B)(6) 2000 were due to double power cable disconnects while the patient switched power sources. It was additionally reported on (B)(6) 2022 that the patient did not experience any symptoms or receive any treatment for their pump stop events. No products were reportedly exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed that the patient¿s controller clock was not set, and several no external power alarms occurred. A specific cause for these events could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed inaccurate dates that were consistent with a total loss of power to the system controller and reset of the timestamp to the default (B)(6) 2000, per design, and corresponded with clock invalid controller fault flags and controller clock corrupt alarms. The patient began experiencing no external power alarms on (B)(6) 2000 at 08:52:11 when there were simultaneous power lead disconnects when the patient was changing power sources. Low power hazard alarms began on (B)(6) 2000 at 00:32:52. By (B)(6) 2000 at 00:33:00, the patient began experiencing no external power alarms again when there was a brief interruption of support. These alarms occurred while the patient was connected to both batteries and the mpu. During the no external power events there was no interruption of support. Throughout the log file the patient experienced 3 low flow fault flags when the flow fell below the low flow limit of 2.5 lpm to as low as 2.0 lpm. Of these fault flags, 1 lasted over 10 seconds triggering a low flow alarm. Additional information revealed that the patient had no symptoms or treatment for the pump stop events. It is unknown whether the power cord became loose. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14apr2019. The heartmate 3 lvas IFU and patient handbook are currently available. The IFU document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. This handbook also explains that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 contains information regarding all system alarms and the recommended actions associated with them. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-00417.

Manufacturer narrative:
Section h6: investigation findings: usage problem identified c23. No further information was provided. The manufacturer is closing the file on this event.